Manufacturer narrative:
Mw5064240. A follow-up report will be submitted once the investigation is complete. Contacted customer requesting for patient information and repair information.

Event description:
The customer reported that the ventilator shut down while in use on patient with pressure sensor failure occurrence. The customer states the unit did not alarmed. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.